Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector was stuck to a non-baxter tubing. The issue was identified during use of the device with two (2) non-baxter products. During disconnection of the non-baxter tubing, the device shattered and a piece got into the user's eye. There was no report of user injury or medical intervention. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.